Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported that all control panels that are connected to a server have failed. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: a philips remote support engineer (rse) remoted into the system and performed a remote analysis of the system and application logs of the pic ix monitoring stations. He confirmed the client certificates were not automatically renewed. The log entries indicate that the ocsp (online certificate status protocol) service was unavailable at the time of renewal. The rse pointed out that there is a likely correlation between the time of the failed ocsp queries and the start of the system outage. After the ocsp service was available again (according to the logs), the situation remained unchanged without manual/automatic renewal. Persistence of the error on software version 4.3.7. According to the rse an unreachable ocsp service led to failed client certificate validation checks/renewals. This resulted in the failure of authentication/communication and consequently the outage of all monitoring centers under software version 4.3.7. A philips field service engineer (fse) went onsite to update the entire system to software version 4.4.5, in which the described error should no longer occur. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. Analysis was performed and investigation has been completed. The update to software version 4.4.5 solve the reported issue. The investigation concludes that no further action is required at this time.